Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection. There have been no new devices implanted at this time. No additional adverse patient effects were reported. This lead will not be returned.